Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an anxious patient presented in emergency room after receiving inappropriate shock and experiencing pain. Device interrogation showed that the shock was caused by atrial fibrillation (afib) with rapid ventricular response. There was also minimal undersensing of afib on the atrial electrogram. The patient was in sinus rhythm. Programming changes were made. Patient was stable and will continue to be monitored.